Event description:
I used fixodent from 1974 to 2010. While I was using fixodent, began experiencing numbness and tingling in my extremities. On (B) (6) 2007, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1974 - 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.